Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A deep scratch across the display lens was observed, obstructing the screen. The pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the display screen was badly scratched through the protective display film. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.